Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the system checkout.

Manufacturer narrative:
The patient data file was reviewed and revealed three failed system checks, all with the same failure modes. This particular set of system check failure modes has been previously observed to occur if either the orange shipping caps are left on the driveline connector, or the drivelines are not removed when prompted during the system check test. Investigation testing was performed and the system check failures could only be reproduced by not removing the drivelines when prompted during the system check. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4537 follow-up report 1.